Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate readings which occurred 5 days after the sensor was inserted into the arm. On (B)(6) 2024, the night of the event the patient was sleeping with his wife who rolled over to put her arms on him when she saw him having spasms, his legs and arms were crossed, eyes were rolled up and the patient was unconscious. She called the emergencies right away and was not able to check the patient's cgm reading anymore. Once emergency medical service arrived, the patient's bg meter reading was 24 mg/dl. However, the patient later stated that the cgm would was reading around 50-60 points off from his bg meter reading, which caused the tandem pump to deliver too much insulin. The patient was brought to the emergency room around 2:00 am while his wife followed by car. The patient woke up at the emergencies and the last thing he can remember was when he went to bed the previous night. The patient was treated with an unspecified intravenous treatment to raise his blood sugar level. The patient was discharged at 6:00 am and was stable at that time. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 50-60 points off. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia, seizure, and loss of consciousness.